Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness"), weight fluctuation ("weight fluctuations") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed by full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, alopecia, memory impairment, weight fluctuation, cyst and uterine leiomyoma had resolved. The reporter considered abdominal pain, alopecia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain, bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: previously reported event "injury" was updated to event pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, hair loss, forgetfulness, weight fluctuations, cysts and fibroids. Patient details and product information was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.